Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
This report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) - lithotripsy procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually the baskets were removed from the patient using an olympus bml. There were no more trapezoid rx baskets available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) - lithotripsy procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually the baskets were removed from the patient using an olympus bml. There were no more trapezoid rx baskets available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. One of the pictures shows the sheath was cut. The returned trapezoid rx basket was analyzed, and a visual inspection found the handle cannula was detached. Dimensional inspection observed the side car rx was pushed back out approximately 1.5 mm which is out of specification. One of the proximal and one of the distal screws depth were outside of the allowable tolerances. The reported event was confirmed. Based on all available information, it most likely that procedural or anatomical factors encountered during procedure led to the detachment of the handle cannula. Handling and manipulation of the device, as well as tortuous anatomy can affect performance leading to detachment of the handle cannula. Additionally, the side car rx was pushed back which is evidence of manipulation of the device. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of four trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) - lithotripsy procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with one of the four trapezoid rx baskets in an attempt to crush a 15mm stone. However, the handle cannula broke for all four. Two out of the four baskets became stuck in the bile duct while the stone was still inside, eventually the baskets were removed from the patient using an olympus bml. There were no more trapezoid rx baskets available, so the procedure was canceled. The patient was rescheduled for another ercp procedure. There were no patient complications reported as a result of this event.